Event description:
The recipient reportedly elected revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will not be returned for analysis. A review of the device history record noted rework on some electrodes. This is not believed to be related to the original complaint. No further details will be provided. The recipient is successfully using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section h.6. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.